Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood glucose was at 404mg/dl and she keeps giving herself insulin and it will not go down. Patient's current blood glucose was 363mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated the drive support cap appears normal. The customer also had some no delivery alarm. The customer treated high blood glucose with bolus. The customer reported that the blood glucose was in the 300mg/dl previously. Customer is reporting a past event of no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm and no under delivery anomaly noted and passed the displacement accuracy test. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.